Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a partial flap at side toward ninety degree almost eighty percent flap was complete, the patient moved and causing suction loss, blurry vision with post-operative best corrected visual acuity was less than two lines, scratchy and itchy sensations in the right eye of a patient, during lasik surgery. The patient was told to take prescription eyedrops to prevent inflammation and infection. Surgeon are instructed to return on the following lasik day for the switch to photo refractive keratectomy.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date.. Latest preventive maintenance confirmed device met specifications as per service installation record. No technical root cause was identified. As per information received, root cause is patient related (patient moved during surgery accusing suction loss). The manufacturer internal reference number is: (B)(4).